Event description:
The iab was inserted into the pt on 5/22/98 at 5:30 pm. On 5/30/98 at 3:00 pm, the iab leaked and the iab was removed on 5/30/98 at 6:30 pm. A second iab was inserted into the pt. (Event complications: none from the event - reported 8/28/98. Pt's current status: discharged - reported 8/28/98.